Event description:
A foreign distributor reported that one (1) patient sustained second degree burns and hypopigmentation to the leg and bikini area following hair removal treatment with a lumenis lightsheer duet laser high speed handpiece. The foreign distributor reported the patient was administered brufen, mebo cream, and "cutivate" prophylaxis. No test spot was reportedly performed prior to full patient treatment.

Manufacturer narrative:
Lumenis investigated the reported event requesting patient information, treatment settings, device identifier information and patient photos. Patient treatment, patient photos and identifier information was provided by the distributor. The foreign distributor stated the subject device had recently been installed at the user facility confirming the system was tested and found to meet manufacturer performance specifications at the time of installation. No report of subject device malfunction was received from the distributor. Subject device malfunction is not the suspected cause of the event reported. A lumenis medical director reviewed the provided treatment settings, patient photo and patient skin type data concluding the settings were aggressive based on common medical practice, device training, and device labeling. The healthcare professional concluded that probable sun exposure, aggressive treatment settings, incorrect skin typing and no test patch prior to treatment to be the contributory causes of the reported events. A review of device label states: warning - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment. Subject device recently been installed.